Manufacturer narrative:
Event year is reported as 2022; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that four (4) scrdriver-hex l200 f/screw f/cervic-dist devices straight from the package have the locking wire for the pin so tight that you cant get the pin in to the instrument (the instrument is a pin inserter). There was no patient consequence reported. This report is for one (1) scrdriver-hex l200 f/screw f/cervic-dist. This is report 4 of 4 for complaint (B)(4).